Event description:
Per facility employee (B)(6), patient fell out of bed earlier today, (B)(6) was unsure of the exact time. The patient did not sustain any injuries. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).